Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging patient experienced electric shocks and headaches. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported information of a device returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient also alleges that the humidity is too high and is blocking her nose, waking up with dry mouth and feeling dizziness. The patient took prescribed medications. In this report, section b1 - adverse event/product problem has been updated. Section b3 - event date has been updated. Section b7 - other relevant history has been updated. Section h1 - type of reported complaint has been updated. Section h6 - adverse event problem health effect - clinical and impact code has been updated.